Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricular (rv) lead exhibited noise over-sensing. During in-clinic interrogation, rv lead noise was confirmed and reproduced with isometrics. Pacing inhibition was also noted due to the over-sensing. Reprogramming was performed. Patient condition was stable.